Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot# v427154, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot# v427154, implanted: (B)(6) 2010, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported during an implantable neurostimulator (ins) change the surgeon saw that the extensions were twisted around each other. After the removal of the old ins, the surgeon had to unwind the extensions from each other. After attachment of the new ins, subsequent impedance testing was performed which were all within normal range and the issue was resolved. The patient status at the time of report was alive with no injury and no patient symptoms were reported.